Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient went to visit their son in prison on the sunday prior to the report and had to go through the metal detector three times. The next day, they got ¿sick as a dog¿. They didn¿t know what caused them to get sick, but they were throwing up for the whole day. The patient noted they had an appointment with a doctor in november. No further complications were reported or anticipated.